Manufacturer narrative:
Based on the limited information provided on this case, it is not clear what role, if any, the lava ultimate crown played in the reported outcome. Other factors, such as prior tooth history, may have played a role in the need for the root canal.

Event description:
On (B)(6) 2016, a dental professional reported that a patient (age, gender and affected tooth number not provided to 3m) experienced decay beneath a lava ultimate crown and required root canal therapy. The lava ultimate cad/cam restorative for cerec crown was seated on (B)(6) 2013. On (B)(6) 2014, decay was identified beneath the crown. It was reported that the patient has undergone crown replacement twice and a root canal since (B)(6) 2014; the specific dates of these events were not provided to 3m.